Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shoots or squirts insulin out of the infusion set when priming it, lost insulin pump settings locked up and become unresponsive. Customer stated that insulin pump battery life diminished from the first day, some batteries lasting less than seven days. Insulin pump rejects some new batteries, rewind was slower, had an unexplained and random no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.